Event description:
The physician placed a 5 x 22 savvy balloon and part of the balloon was left on the artery. The physician did not think it was a balloon malfunction. The pt's disease process and arterial plaque caused the balloon to tear.